Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. They need another temperature in cable. Mis explained for now they could try to get one off another device, but ultimately they would need to place an order for one. It was known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse have tried three different probes and the patient temperature still read dashes. They need another temperature in cable. Mis explained for now they could try to get one off another device, but ultimately they would need to place an order for one. As per additional information received on 31jan2023, nurse have a device with a bad temperature in cable. Mis asked if they could get representative information to bring them a new one. Mis explained we always recommend that their biomed department keep a couple on hand in case of a situation such as this one. If biomed did not have any, then they could place an order for additional cables. As per phone follow-up on 02feb2023, charge nurse stated that the issue was resolved by switching to a new temperature cable that biomed had. The temperature cable was broken, but there was no known information regarding cable. The patient was able to continue therapy with no further issues. No patient injury.

Event description:
It was reported that nurse have tried three different probes and the patient temperature still read dashes. They need another temperature in cable. Mis explained for now they could try to get one off another device, but ultimately they would need to place an order for one. Per additional information received on (B)(6) 2023, nurse have a device with a bad temperature in cable. Mis asked if they could get representative information to bring them a new one. Mis explained we always recommend that their biomed department keep a couple on hand in case of a situation such as this one. If biomed did not have any, then they could place an order for additional cables. Per phone follow-up on (B)(6) 2023, charge nurse stated that the issue was resolved by switching to a new temperature cable that biomed had. The temperature cable was broken, but there was no known information regarding cable. The patient was able to continue therapy with no further issues. No patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.